Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000133021. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The event of lead revision due to lead migration was reported to abbott. One lead was relocated. Ipg remains untouched. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned. Effective therapy was restored post operatively. The investigation was unable to determine the lead that migrated.